Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician unplugged the ECG and restarted the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.